Manufacturer narrative:
A ge svc rep performed an onsite investigation and adjusted the ma on the high voltage power supply board. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed a poor quality image. No pt injury was reported.